Event description:
It was reported during total foot surgery, the 14mm locking screw went through a 5 hole, t-shaped, left plate (28.07.305). The surgeon removed that screw and used a 14mm standard screw in the plate. There was no delay in surgery time or patient injury alleged.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.